Manufacturer narrative:
Updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Upon investigation of the actual device used in this incident, it was determined that the unexpected reboot occurred during an emergency procedure. A technical support specialist contacted for investigation but no information was provided by the customer and decided to close the complaint file as no response from the customer end. The system functioned as intended.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the pyxis anesthesia es system unexpectedly shut down during an emergency procedure. The customer reported that there was a delay to the patient care. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.